Event description:
Event was reported to caldera medical by an attorney. The patient suffers chronic pelvic, lower back, lower abdominal, and vaginal area pain, pain during intercourse, severe urinary incontinence, retention and leakage, urinary and vaginal bleeding, vaginal discharge, and chronic urinary, vaginal, and yeast infections. No further information has been provided.